Event description:
It was reported that the patient was having issues and the leads were protruding out the back and the patient was having pain in the back. The patient was not getting therapy relief in the back. This began not too long after implant. The patient had surgery on (B)(6) 2014 because the leads had moved and the healthcare provider (hcp) had supposedly fixed it. It was noted that the patient was really skinny. It was noted that the device was on and the patient was feeling stimulation. The patient needed an MRI to see if the leads/anchors had moved. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention had occurred, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).